Event description:
It was reported that the patient was no longer able to charge the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was no longer able to charge the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts.